Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. Initially, the pump was expected to be returned for verification of the malfunction, but the complaint was closed without the pump being returned.